Event description:
A pt was treated on 1/20/97 into the periorbital area, fine lines around the lips, and glabella. On 3/12/97, she presented with a reddish purple discoloration, swelling and tenderness at the glabellar site only; the exact date of onset was unknown. The physician diagnosed a hypersensitivity and prescribed oral relafen.